Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient developed a granuloma at the tip of the catheter with his first pump. This was discovered after the patient reported severe leg pain. The pump was explanted and the patient was without a pump for 8 months. See also manufacturer's report #: 3004209178-2010-03179 for additional information.